Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Articulating surface impactor for sigma broke while implanting the poly. It broke into 2 pieces, both were recovered. No delay to the case.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: the device associated with this reported event was not returned, but analysis of the returned photograph confirmed the device to be broken. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.